Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 11/20/2013. Device evaluation:the device has been returned and evaluated by product analysis on 11/11/2013 with the following findings:during investigation, the display screen was blank when the pump was powered on. The pump had audible tones; the audible and vibratory alarms were functional. Evaluation revealed the display screen was cracked. A test display was used for investigation and was found to function appropriately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the distributor contacted animas, alleging a display (damaged) issue. It was reported that the display screen and ink spots and cracks. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.